Event description:
Error 42 (defective pressure sensor).

Event description:
Error 42 (defective pressure sensor). Device history record was reviewed, no issue has been found. Device history log was reviewed, multiple errors 42 (downstream pressure sensor errors) are reported. Issue is confirmed. Device was received for evaluation. Evaluation confirmed (error 42 > 5x) ""multiple downstream pressure errors"". Downstream pressure sensor replaced. Pressure testing and qc control test passed to confirm down stream pressure sensor is working as intended. During inspection, cpu ribbon found with a small area bent, replaced. Cleaned and post service tested pump per quality control check list. After repair, device was found to meet specifications.